Manufacturer narrative:
Results: load cell. Faulty nut in lift motor.

Event description:
It was reported by service report that the scale was not weighing correctly. It was weighing about 15 lbs too light with 200 lbs of calibrated weights. Also, the head end and foot end of the lift hi-lo would drift down past its low limits. No pt involvement or adverse consequences are reported.